Event description:
It was customer was expiring high blood glucose in the 500 mg/dl range. Customer's mother stated the customer blood glucose has been up and down but recently has been high. Customer's mother stated customer had done her first set change on her own at school. Customer complained the site was hurting her and blood glucose was not lowering. Customer had changed out the infusion set and when they attempted to bolus the device alarmed no delivery. Customer's current blood glucose was in the 250 to 300 mg/dl range. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.